Event description:
The customer reported to baxter (B)(4) of a 500ml eva bag for automix in which "particles were found inside bag." The event occurred before use. The sample is contaminated with foscarnet (cytotoxic drug). There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a u.s. 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.